Event description:
It was reported that during a port placement procedure, the patient had a power port placed via the internal jugular vein by cutdown procedure, and the port was placed in the anterior chest. It was further reported that when the catheter was connected to the port body and blood return was confirmed before the skin was sutured, more air than usual was aspirated along with the blood. Reportedly, the port system was removed, and another new port system was replaced. However, when the patency of the removed port system was checked again, more air than usual was aspirated. The non-coring needle (straight) and the non-coring needle (angle) were used, however, both needles had a lot of air aspiration. The catheter and the port body were primed before placement. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI port attached to a catheter and one right-angle non-coring needle was received for evaluation. Visual, microscopic, tactile, functional evaluations were performed. A safety infusion set, and the non-coring needle was inserted into the port septum and the infusion and aspiration was successful. However, the investigation is inconclusive for the reported air or gas in device issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the patient had a power port placed via the internal jugular vein by cutdown procedure, and the port was placed in the anterior chest. It was further reported that when the catheter was connected to the port body and blood return was confirmed before the skin was sutured, more air than usual was aspirated along with the blood. Reportedly, the port system was removed and another new port system was replaced. However, when the patency of the removed port system was checked again, more air than usual was aspirated. The non-coring needle (straight) and the non-coring needle (angle) were used, however, both needles had a lot of air aspiration. The catheter and the port body were primed before placement. There was no reported patient injury.